Event description:
Reportedly, the tip of the catheter loosened together with the balloon while performing a thrombectomy of the arteria femoralis, and remained in the pt. It was further stated that the tip and balloon were successfully retrieved using a new catheter. No pt complications were reported as a result of this event.